Manufacturer narrative:
(B)(4). Intervertebral fusion device with integrated fixation, cervical product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 the patient underwent anterior cervical decompression and fusion at c4/5 due to cervical spondylotic myelopathy. Post-op, at the time of x-ray inspection of the one month after surgery, screw back out was observed. CT was taken to confirm and it was judged that the screw had backed out at cranial side of c4/5. In revision surgery, it was found the locking cap was locked, but the locking cap was not put on the relevant screw. The surgeon released the lock mechanism and tightened the screw, and then turned the locking cap to conclude. The hospitalization period was prolonged to due revision surgery.

Manufacturer narrative:
Post-op x-rays for 2 level acdf done with divergence standalone interbody grafts. At the bottom level, there was back out of the superior screw. By report this is because the locking mechanism was not properly tightened. This also falls outside of the indication for use as this is indicated for single level only. If information is provided in the future, a supplemental report will be issued.